Manufacturer narrative:
Mentor received an update on the events submitted in the previous reports. The device's lot number is 7720283 and has been updated in section d of this supplemental report. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: not applicable. Device deflated intraoperatively. \manufacturer¿s reference number: (B)(4).

Event description:
It was reported that patient underwent a breast augmentation with a 230cc mentor smooth round high profile saline breast implant; however, the device deflated intraoperatively. The procedure was delayed for approximately 5 to 10 minutes. The surgeon then completed the procedure with a spare implant that was readily available in the operating room.

Manufacturer narrative:
On 2/5/2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, it was observed with no apparent damage. Leak testing revealed there were two (2) tears (a, b) located at the anterior view, measuring both ruptures approximately less than 0.1 cm. During the microscope examination striations were detected in the edges of both ruptures consistent with a rupture with a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/10/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).